Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, alarms for high airway pressure were generated. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The anesthesia workstation was investigated on site by the hospital personnel, no fault was found. No parts were replaced and the unit has been returned to clinical use. We have not been able to find any technical device malfunctions that may have caused the reported event. No technical errors related to the event are recorded. A sco was successfully performed prior to and after the event. The trend log has variations in pressure and volumes that corresponds to the clinical alarms recorded in the internal event log. The hospital staff and our company representative (application specialist) believed that the event may have been caused by a bronchospasm which we have not been able to confirm although many of the clinical alarms corresponds to bronchospasm.